Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited high impedance, oversensing, and pacing inhibition. The patient is pacer dependent and reported feeling dizzy. The plan was to leave the lead in unipolar pacing and bipolar sensing. Should additional information become available this file will be updated.